Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected "insert battery", low battery, replace battery, replace battery now, battery failed, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. Also no unexpected insulin flow blocked, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Self test returned an unexpected pump error 63. Insulin pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that battery was lasting a week or less. Part of internal battery compartment was missing. Insulin pump received no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.